Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during a procedure, the suture passer needle instrument was found to be fractured when removed from the packaging. Another device was used to complete the procedure. No patient impact or adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event, to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned suture passer needle confirmed that the needle is fractured. The weld is present on the needle and does not look like the weld fractured. It is noted that there are several damaged spots to the outer packaging of the needle. The needle width was confirmed to be conforming to the print specification. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.